Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the multiple patient receiver (org) was in signal loss with 8 telemetry transmitters. They sent the unit in for repair. No patient harm was reported. Service requested / performed: evaluation / repair: the issue of communication loss was duplicated by the nk repair center. It was discovered that the cpu board needed to be replaced. Physical damaged was not observed on the device. Investigation summary: the device was installed at the customer's facility on approximately 02/2020. As the cause of the cpu board failure could not be identified, root cause cannot be determined. Based on the age of the device, the evaluation, and the date of the event, the root cause is most likely related to wear and tear in conjunction with additional environmental factors leading to the premature failure of the cpu board.

Event description:
The biomedical engineer (bme) reported that the multiple patient receiver (org) was in signal loss with 8 transmitters. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that the multiple patient receiver (org) was in signal loss with 8 transmitters. They sent the unit in for repair and the issue was duplicated. The ur-3981 cpu board needs to be replaced but will have to wait as that part is currently out of stock. The repair will be made once the part becomes available. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: concomitant medical products: the following devices were being used in conjunction with the org: transmitters: no model or serial numbers were provided.

Event description:
The biomedical engineer (bme) reported that the multiple patient receiver (org) was in signal loss with 8 transmitters. No patient harm was reported.